Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that  the leads have become disconnected from the ens device. No symptoms reported.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
Other applicable components are : product ID: 306001, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.